Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 44-year-old female patient who had essure inserted for female sterilisation. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the distal end of the right fallopian tube') and multiple episodes of device dislocation ('malpositioned essure coils/two essure coils present in the pelvic peritoneum', 'one present adherent to the epiploicae adjacent to the descending colon') in a 44-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain female, adnexal mass and cystoscopy. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and the second episode of device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robot-assisted tlh/bilateral salpingectomy,left oophorectomy,hysterectomy robot-assisted with salpin). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation and the last episode of device dislocation outcome was unknown. The reporter considered fallopian tube perforation, the first episode of device dislocation and the second episode of device dislocation to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device dislocation, fallopian tube perforation, embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-apr-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year old female patient who had essure inserted for female sterilisation. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the distal end of the right fallopian tube') and multiple episodes of device dislocation ('malpositioned essure coils/two essure coils present in the pelvic peritoneum', 'one present adherent to the epiploicae adjacent to the descendig colon') in a 44-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain female, adnexal mass and cystoscopy. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and the second episode of device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robot-assisted tlh/bilateral salpingectomy,left oophorectomy,hysterectomy robot-assisted with salpin). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation and the last episode of device dislocation outcome was unknown. The reporter considered fallopian tube perforation, the first episode of device dislocation and the second episode of device dislocation to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device dislocation, fallopian tube perforation, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2021: medical record received: event 'medical device removal' was updated by 'malpositioned essure coils/two essure coils present in the pelvic peritoneum'. Events: 'perforation of the distal end of the right fallopian tube' and 'one present adherent to the epiploicae adjacent to the descending colon' , medical history, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.